Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen was unresponsive. The agent guided the user through a restart using the ilet mobile app, but the touchscreen remained nonfunctional. The user also attempted a firmware update but was unable to confirm it on the device due to the unresponsive screen. A replacement ilet was arranged. No blood glucose impact or injuries were reported.